Event description:
A report was received that the patient was experiencing difficulty charging the ipg. A bsn engineer analyzed the ipg's database and confirmed premature battery depletion. The patient will now undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. A bsn engineer analyzed the ipg's database and confirmed premature battery depletion. The patient will now undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. A bsn engineer analyzed the ipg's database and confirmed premature battery depletion. The patient will now undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was explanted. The patient is reportedly doing well following the procedure. The returned product passed visual, electrical, performance and photographic imaging tests.the complaint was confirmed. The ipg battery had been depleting prematurely at some point after the implant. Troubleshooting to specific component level was impossible since both analog/digital ics are covered in the epoxy resin top. The root cause of the device damage could not be determined.

Manufacturer narrative:
(B)(4)